Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the pocket site and midline incision. Symptoms include fever, chills, oozing and warmth at the pocket site. The physician believed that infection was procedure related. The patient underwent an explant procedure and intravenous antibiotics were given. The patient was recovering at home.

Event description:
A report was received that the patient had an infection at the pocket site and midline incision. Symptoms include fever, chills, oozing and warmth at the pocket site. The physician believed that infection was procedure related. The patient underwent an explant procedure and intravenous antibiotics were given. The patient was recovering at home.

Manufacturer narrative:
Additional information was received that the infection was located only at the pocket site. The infection had been resolved.